Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose while trying to install a new reservoir into the insulin pump. At the beginning of the procedure the blood glucose was 188 mg/dl, then it increased to 300 mg/dl, and later it was 474 mg/dl. At the time of the phone call the blood glucose had gone up to 486 mg/dl which was treated with manual injection. The customer called to check the settings of the device to make sure that everything was set up correctly, which it was. While disconnected from the device, the customer ran a test bolus and insulin exited. While still on the phone, the customer checked their blood glucose and it had decreased to 486 mg/dl and later to 417 mg/dl. The customer was advised to check their blood glucose periodically. They declined further troubleshooting sue to fatigue and wanting to rest. Nothing further was reported.